Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The cause of the issues was undetermined. The DHR review of the current product was conducted and no problems were found. This issue is addressed in the instructions for use (IFU): precautions for disappeared or frozen endoscopic image important information ¿ please read before use. [Warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Otv-s400 instruction manual. 9.2 troubleshooting guide. The following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables. When troubles or failures other than those listed in the following table are observed, turn the camera control unit off and turn it on again. If the problem still cannot be resolved, return the camera control unit for repair as described in section 9.3, ¿returning the camera control unit for repair¿. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had no image with abc bars on the screen and a communication error. The issue occurred during lap bowel procedure. The procedure was completed using a similar device with no surgical delay. It was unknown if the device was inspected prior to use. There were no reports of patient harm.